Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. On an unreported date, the patient began treatment with injection (inj) vancomycin (2 grams, weekly once for two weeks, intraperitoneally (ip)) and inj. Fortum (250 milligram, in each bag 3 times a day for 14 days, ip) for peritonitis. The patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient¿s peritoneal dialysis effluent was clear. It was also reported that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.